Event description:
The operating room reports that the prevena plus 125 therapy unit was connected to the surgical wound vac dressing and the pump was not working. The unit is a chargeable battery system so staff connected the pump to the electric power cord and no change in function. The pump would not pull to create a suction. A hospital vac was obtained and it was set to 125 and it worked without issues.